Manufacturer narrative:
(B)(4). Batch # m9155j. Device analysis: the device was received with the blade discolored (blue) due to heat generated from contact between the blade and the tissue pad. The blade was found cracked at the discolored area. During functional testing on a gen04 an error code 5 was displayed. A probable cause of the device not activating and displaying an error code 5 is blade damage. In addition the error code 3 which belongs to a hand piece could not be confirmed. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activation's may increase damage severity and result in an error code 5. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an open CABG, an error code ¿3¿ was displayed and the device did not function. The device was used on the blood vessels. The blade tip was not broken off and no pieces fell into the patient. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient.